Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d1, d2, d4, d6(a), d6(b), g4, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. The device has been explanted.

Event description:
Healthcare professional reported "ruptured device". This record is for unknown side. Device status unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.